Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. They were unable to perform the displacement test due to the motor error alarms. The pump had broken battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had exposure to high magnetic field. The blood glucose at the time of the incident was unknown. The customer had a CT scan with the pump on and the pump would not work anymore. Troubleshooting was not able to resolve the issue. The device was returned for analysis.